Event description:
It was reported to boston scientific corporation that a covered wallstent biliary endoprostheses was implanted within the common bile duct of a cancer patient during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, the patient was admitted to the hospital on (B)(6) 2010 with "impaired general condition". Two days later the patient developed cholangitis as well as icterus. On (B)(6) 2010, an endoscopic retrograde cholangiopancreatography procedure was performed, and it was reported that the stent was occluded with tumor ingrowth. Two unknown plastic stents were placed inside the implanted wallstent, and drainage was restored. On (B)(6) 2010 the patient was discharged from the hospital and sent to a nursing home for rehabilitation. The patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4) (medical intervention required; hospitalized; cholangitis). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.